Manufacturer narrative:
Evaluation summary: evaluation was performed and the reported condition of failure code 810:11 was confirmed one time in the event history; however, it could not be duplicated during service. Moisture in pump head channel could cause failure code 810:11. The pump was tested for proper operation and pump found to function properly.

Event description:
The facility reported an infusion pump with a failure code 810:11. This failure code occurred prior to use. According to the hospital representatives, there was no patient injury or medical intervention reported. No additional information or contact was provided.